Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2019, the patient underwent a hip prosthesis surgery. During the follow-up performed on (B)(6) 2020, it was observed that a mode switch episode was recorded on (B)(6) 2019 due to noise detected on the atrial channel. The pacing threshold and cardiac output were normal. The sales representative was informed of this case on (B)(6) 2020. In the episode, some ventricular pacing spikes were not captured. In addition, intrinsic ventricular contractions were observed in the egm, however they were not detected. Preliminary analysis revealed that the noise oversensing on the atrial channel most probably resulted from strong electromagnetic interferences (emi) detected during the procedure.

Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2019, the patient underwent a hip prosthesis surgery. During the follow-up performed on (B)(6) 2020, it was observed that a mode switch episode was recorded on (B)(6) 2019 due to noise detected on the atrial channel. The pacing threshold and cardiac output were normal. The sales representative was informed of this case on 10 january 2020. In the episode, some ventricular pacing spikes were not captured. In addition, intrinsic ventricular contractions were observed in the egm, however they were not detected. Preliminary analysis revealed that the noise oversensing on the atrial channel most probably resulted from strong electromagnetic interferences (emi) detected during the procedure.